Event description:
It was reported that during a laparoscopic lobectomy procedure, bleeding occurred from the cut end of the site at the first firing. The amount of the bleeding was 50 cc. Blood transfusion was not performed. The astriction was performed by (B)(4) and the operation was finished without any problems. There were no adverse consequences for the patient. The doctor commented as follows: although the staples were not visibly malformed, the staples might have not been formed b-shaped completely.

Manufacturer narrative:
A definitive root cause for the event could not be identified with the information provided for investigation. The customer suspected the device performed a blank timeout calibration causing the falsely low creatinine result. It was determined the blank calibration is correct. The falsely low result was not reported outside of the laboratory. No patients were affected.

Event description:
The customer alleged questionable results for creatinine on 2 patient samples on the cobas 6000 core analyzer. Results for 1 sample were provided and found to be discrepant. The customer obtained a creatinine of 8 umol/l on the initial test and reported the result outside the laboratory, although they were suspicious of the low result. After another sample also yielded a suspiciously low result the customer stated that they called the person receiving the result, after which they recalibrated and performed quality control testing. The initial sample was rerun and resulted in a creatinine of 76 umol/l. A corrected report was made. No values for the 2nd sample were provided. The customer stated that no actions were taken and no harm to the patients resulted from the alleged malfunction. The creatinine reagent (crep gen. 2) lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).